Event description:
It was reported that tduring a da vinci assisted nissen fundoplication procedure, the monopolar curved scissors were not cutting. The instrument was sent to sterile processing, re-processed and returned for use. The customer tried to use them again and the surgeon stated that they were still not cutting. They opened another pair of the scissors and completed the case. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip cover and completed the device evaluation. Visual inspection was conducted and the tip was found torn off. The torn piece measures approximately .190 x .275 and was not returned. There are no signs of thermal damage.